Manufacturer narrative:
Procode: additional product codes: nkg, kwp, mnh. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Date rec¿d by MFR: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: on (B)(6) 2020 the primary procedure was performed. On an unknown date it was found that the rod was off the plate which was deployed in the occipital bone. Because of this, the patient has suffered from kyphosis in the cervical spine. On an unknown date the patient underwent a revision procedure. No further information is available. This report is for a rod. This is report 1 of 1 for (B)(4).